Event description:
Information was received that a smiths medical cadd-legacy pump had a double beep no cassette alarm. No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no problems were found with beeping. The downstream sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.